Manufacturer narrative:
This report is made based on the results of investigation completed on (B)(4) 2011. Correction number: 2531779-03/24/2010-003-r. During evaluation the force sensor was found to be out of calibration. The force sensor was also found to be physically damaged and contamination was observed in the force sensor assembly.

Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed an out of calibration force sensor. This report is being made based on the evaluation results.